Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for power loss every day. Customer¿s blood glucose was unknown at time of incident. Customer tried to replace battery but issue keeps occurring. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with insert battery now alarms upon insertion of a new energizer battery. Problem isolated to the battery tube. Unable to verify power loss alarms due to battery tube anomaly.